Event description:
In a literature article it was reported that during balloon-assisted coil embolization procedure, thrombus formation occurred in the 4 patient and led to thromboembolic events in 2 patient. In this 2 of these thrombotic events (1 thrombus formation and 1 thromboembolic event), balloon use was considered to be a contributing factor, thrombus was resolved with a medication, no patient suffered an infarction. Rest of the thrombus formation it was an underlying hypercoagulable state from subarachnoid hemorrhage was considered to be a contributing factor. Also, the subject balloon was unable to be inflate and deflate inside the patient anatomy. There were no adverse event reported to be associated with this device malfunction. No further information is available related to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to subject balloon catheter device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. This complaint was a result of an article about a prospective multicenter trial of the transform occlusion balloon catheter: trial design and results. This article was submitted and published in the journal of intervent neurol 2018;7:53¿64, a section of karger publishers based on basel, switzerland. Additional information was not received in order to aid this investigation. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.

Event description:
In a literature article it was reported that during balloon-assisted coil embolization procedure, thrombus formation occurred in the 4 patient and led to thromboembolic events in 2 patient. In this 2 of these thrombotic events (1 thrombus formation and 1 thromboembolic event), balloon use was considered to be a contributing factor, thrombus was resolved with a medication, no patient suffered an infarction. Rest of the thrombus formation it was an underlying hypercoagulable state from subarachnoid hemorrhage was considered to be a contributing factor. Also, the subject balloon was unable to be inflate and deflate inside the patient anatomy. There were no adverse event reported to be associated with this device malfunction. No further information is available related to this event.